Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer reported she was attempting to enter a manual bolus and the numbers starting ramping up. Customer removed the battery, reinserted it, and the device alarmed. Customer's blood glucose was 6.4mmol/l. Customer reported she did not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.